Manufacturer narrative:
The product was investigated and the complaint was not confirmed and no errors or issues were observed.

Event description:
Customer reported imprecise readings on her freestyle flash blood glucose meter. She reports receiving readings of 375 mg/dl and 390 mg/dl within ten minutes; she adjusted the dosage of her insulin based on the readings and subsequently lost consciousness. She did not seek third party medical intervention and reports self-treating with glucose tablets. There was no report of death or permanent impairment in this case.